Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient with ovary neoplasia with hepatic node underwent radioablation (rfa) on the lower limbs. After the procedure, upon removing the patient's return electrode, it presented a first-degree burn at the place of removal of the return electrode and on the contralateral limb.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. No product was shown in the attached picture. The picture showed the patient, but did not show the incident product. The investigation of the picture found the product was not shown. Without a picture or the physical device, pmv cannot determine what happened. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.